Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra was surgically repositioned and remains in service. No additional adverse patient effects were reported.